Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s device does not work and is not able to be charged in order to put it into MRI mode. This was noted to have been occurring since implant. There were no patient symptoms or complications reported.